Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2014). The patient¿s meter has been returned on 8/20/2014 and evaluated by lifescan product analysis on 8/23/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter has a power issue. This complaint is classified according to the documentation of the customer care advocate. The patient first experienced the power issue approximately two ago prior to the call to lfs. Within 5 minutes after the onset of the power issue, the patient developed symptoms described as ¿shaky, sweaty, and sick to stomach.¿ the patient reportedly was able to manage his diabetes with food and/or drink at the time of concern. The power issue was not resolved with training. The subject meter did not power on with the power button and the insertion of the test strip. The battery did not need to be replaced based on the information provide. There was no product misuse. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the power issue began.